Event description:
Caller reported a malfunction on the pump, but no notable events had occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code reappears, which was acknowledged and understood by the caller.